Manufacturer narrative:
Motor can control board shorted out due to fluid entering the footboard connector.

Event description:
It was reported by service report that the footboard shorted out. No pt involvement or adverse consequences are reported.